Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 49 mg/dl and high blood glucose levels. The customer was treats lows with small glass of orange juice and a oats and honey bar and treats high with bolus. Customer¿s blood glucose level was 49 mg/dl. The customer had additionally reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 49 mg/dl and the sensor glucose was 80mg/dl at the time of the incident. Sg and bg difference is not within acceptable range. Troubleshoot was performed and the customer stated that insulin delivery was suspended due to sg values and sg value that triggered the suspend event was 80mg/dl and threshold/low suspend limit in sensor settings was 80mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.